Event description:
Patient self tester reported unspecified discrepant errors when testing with his inratio; he also stated that he had recently been released from the hospital where he was put on antibiotic and pain medications. Patient self tester went to the emergency room and was admitted to the hospital on (B)(6) 2015 for blood clot in the lungs and for unspecified internal bleed. He was released from the hospital on (B)(6) 2015. The patient self tester did state that when he was admitted to the hospital they put a shunt in his heart to drain water and they dissolved multiple embolisms in his lungs. He was not able to provide any further details. Patient self tester had no concerns with inratio results prior to his hospitalization. Previous results: (B)(6) patient's inratio=2.4; (B)(6) poc inratio=1.9 - patient self tester stated that he had been taken off of coumadin on (B)(6) per physician's orders. (B)(6) inratio=1.7 the patient self tester's therapeutic range is unknown but he did state that his physician likes his inr to be above 2.0. Although requested no further information was available. There is no information available to suggest a malfunction or that the device caused or contributed to the reported event. The patient's coagulation status was unknown at the time of the events. Based on the inability to rule out the possibility that the device may have caused or contributed to the clotting and internal bleed, this event is conservatively reported as a serious injury based on the events being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated.

Manufacturer narrative:
There is no information available to suggest a malfunction or that the device caused or contributed to the reported event. The patient's coagulation status was unknown at the time of the events. Based on the inability to rule out the possibility that the device may have caused or contributed to the clotting and internal bleed, this event is conservatively reported as a serious injury based on the events being potentially related to the patient's coagulation status; however, a device deficiency cannot be substantiated. Investigation/conclusion: the customer did not provide any reference values for comparison. The accuracy of the customer's inratio results cannot be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing was performed. Retain strip testing results met both accuracy and strip repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records for the lot did not uncover any relevant non-conformances. The lot meets release specification. Root cause is unable to be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.